Manufacturer narrative:
This lead was returned severed with the terminal end still connected to the device, therefore testing was not able to be completed on the distal end. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead and left ventricular (lv) lead underwent a valve replacement procedure. During this procedure, both leads dislodged. While in recovery, the patient's chest was left open and pacing support was provided with the device was programmed to vvi 70. It was subsequently reported the patient did not survive the valve replacement procedure.